Event description:
It was reported that impedance readings >2000 ohms on all bipolar pairs. It was additionally reported that the pt had a minor care accident in her garage the day before. No symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).